Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d4(lot no., exp date, UDI no.), d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood found on the exterior and traces in the inner lumen. Two kinks were observed on the catheter tubing approximately 76.4m and 74cm from the iab tip. The three-way stopcock, extender tubing and pressure tubing were also returned. The optical fiber was found to be broken within a kink approximately 74cm from the iab tip. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
It was reported after inserting a sensation plus 8 fr 50cc iab catheter, the alarm "sensor iab error" was displayed on two different cardiosave iabps. No injury or harm reported to the patient.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name :(B)(6). A supplemental report will be submitted upon completion of our investigation. Complaint ID: (B)(4).